Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette heater line disconnected from the heater bag and fluid leaked out. There was no patient injury or medical intervention associated with this event. No additional information is available.